Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. There was allegation that prior to connecting this ICD, it beeped or buzzed. The ICD was re-interrogated and no faults or error messages were present the leads were attempted to be connected again and the device beeped or buzzed again. As a result, another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted the device case appeared swollen; this is indicative of a depleted battery. Telemetry could not be established with the device. The device was x-rayed in order to initially identify any internal issues and no anomalies were noted. The device case was opened and the measured battery voltage was found to be 0.73 volts (i.e., significantly less than the minimum voltage required for the device to function). The battery was then removed and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed and the device speaker emitted a constant tone. In an attempt to determine the cause of the high current condition, electrical testing and microscopic analysis were conducted. This isolated the high current condition to a ball of solder making contact with the interior of the titanium case and two internal components. The solder ball was removed and the device was powered up. Current drain and voltage measurements were normal. The device was put through and passed a series of manual diagnostic testing on the bench that verified the performance of defibrillation, pacing, sensing and recording functions of the device. Analysis determined this to be an isolated incident.